Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, the suture of one proglide device was successfully placed using the preclose technique. A suture break occurred with the second proglide device and was removed. The suture of a third proglide device was successfully placed using the preclose technique. The arteriotomy was 5f. The sheath was upsized to 14f for the pevar procedure. After completion of the pevar procedure, the two successfully preplaced sutures were advanced to the access site and tighted; however, hemostasis was not fully achieved. The suture of another proglide device was used. Hemostasis was completely achieved with the sutures of three proglide devices. There was a reported clinically significant delay of 15 minutes in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose deployment technique. No additional information was provided.

Event description:
Subsequent to the initial medwatdch report the following additional information was received. Reportedly, the device was reported to be difficult to remove from the anatomy. It was reported the physician needed an additional 5 to 7 minutes to retrieve the device from the anatomy. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty removing the device was confirmed. The reported event of suture break was not confirmed as the entire suture was returned outside the device. In addition, two anterior cuff tabs measuring one one-hundredth (0.01) of an inch square were broken off and were not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.